Event description:
It was reported that the customer received a motor position encoder error alarm on his insulin pump. The customer's blood glucose was at 73 mg/dl. He also received a motor error alarm. The customer was advised to disconnect from the insulin pump and was unable to rewind it. Advice was given to discontinue use of the pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Unable to verify erased settings and perform the unexpected restart error test due to motor error alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.